Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump charging port was not charging battery and the battery rapidly depleted. There was no reported impact to customer's blood glucose. Contact did not provide further information.